Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error 2240 was not confirmed due to lack of sample. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during drain. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he disconnected to use the restroom and a system error 2240 alarmed. The hp reconnected and then called baxter for assistance. The tsr advised the hp to disconnect and cycle power during which a system error 2367 alarmed. The hp would use manual supplies to complete therapy and call his nurse in the morning. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: he knows he should not be disconnecting during therapy. The nurse was not contacted so baxter advised the patient to contact the nurse. The patient had been using the luer supplies. No patient injury or medical intervention was reported.